Manufacturer narrative:
(B)(4). A wallstent biliary partially covered stent and delivery system were received for analysis. The stent was returned fully deployed. Visual examination of the returned device found the stent wire was loose. No other issues were noted to the stent and delivery system. The damage noted to the stent was most likely due to factors encountered during the procedure. It may be the interaction of the device with the scope, the technique used by the user and/or the patient tight anatomy, limited the performance of the device and could have caused resistance felt during the attempted stent deployment and caused the wire to become loose during the procedure. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a wallstent biliary partially covered stent was to be implanted to treat a 4-5 cm malignant stenosis in the common bile duct during a biliary stricture dilation procedure performed on april 19, 2021. Reportedly, the patient's anatomy was tortuous and was dilated prior to stent placement. According to the complainant, during the procedure, the stent could not be deployed inside the patient. The stent was removed from the patient fully covered by the outer sheath and another wallstent biliary device was implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed a MDR-reportable event based on investigation results which revealed that the stent wires were loose.